Manufacturer narrative:
The customer reported that the rns (remote network system) was not working correctly. When biomed arrived to the rns it was sitting on a boot screen asking for the option of pci lan:b01 d00 yukon pxe or internal shell. The rns was monitoring patients at the time of the reported incident. Patients were also being actively monitored on a cns (central monitoring system) so no patient visibility was lost. At the time of the call no patient harm was reported. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network system) was not working correctly. When biomed arrived to the rns it was sitting on a boot screen asking for the option of pci lan:b01 d00 yukon pxe or internal shell. The rns was monitoring patients at the time of the reported incident. Patients were also being actively monitored on a cns (central monitoring system) so no patient visibility was lost. At the time of the call no patient harm was reported.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the rns ( remote network system) was not working correctly. When biomed arrived to the rns it was sitting on a boot screen asking for the option of pci lan: b01 d00 yukon pxe or internal shell. The rns was the monitoring patients at the time of hte reported incident. Patients were also being actively monitored on a cns ( central monitoring system) so no patient visibility was lost. At the time of the call no patient harm was reported. An exchange unit was sent to the customer. The returned unit has been evaluated and the problem was duplicated. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.